Event description:
The device advised a shock and initiated defibrillator charge. Reportedly, the charge was aborted and a charge removed message was displayed. An als crew arrived on scene and continued pt treatment with a manual defibrillator. The pt was resuscitated.